Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from switch resulting in the material was not possibly eliminated. The event can be detected/prevented by following the instructions for use (IFU) sections which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited contamination evident in the air and water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. During the evaluation, remnants of white crystallized contamination believed to be a simethicone-type product were evident within the air/water channel. The presence of this contamination highlights a possible customer handling and reprocessing issue. Additionally, the following observations were made during the evaluation: the image had noisy lines over the screen; the light cover glasses were cracked; the adhesive on the light cover glasses and optical cover glass was worn; the distal end adhesive was worn; there was a leaking number one (1) button; the scope connector had water ingress; and the angle and angle play was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.